Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, the patient presented with glistenings in one of the lenses. The glistenings were described as unusual and "excessively important." The surgeon provided product identifiers for both iols; however, he did not specify which iol had the glistenings. It is also unknown whether there were adverse events to the patient as a result of the iol glistenings. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).